Manufacturer narrative:
Technical service performed troubleshooting with consumer and the joystick was locked out. The unit is working properly. Instructed over phone and corrected.

Event description:
Customer claims to have gotten stuck in bathroom with unit. Son put unit in freewheel and pushed her out. When she was trying to move from the power chair, the unit was still in freewheel, rolled backward and she fell. She was not injured but had to call the fire department for assistance getting up.